Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was infusing too fast. They stated that the infusion is supposed to be infused over 3 hours and 53 minutes and that the pump infused in 3 hours and 5 minutes. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).